Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that multiple cartridges did not fit onto the pump. Customer's blood glucose level was 84 mg/dl, multiple attempts were made by tandem technical support to resolve the issue; however, no response was received.